Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming. They were ejecting out of the jaws and falling into the pt. The clips were retrieved. A new device was pulled and used to complete the procedure. There was no pt impact.